Event description:
New information notes that the right ventricular (rv) lead was oversensing noise.

Event description:
It was reported that the patient presented to the clinic for a device change out procedure on (B)(6) 2021. Upon examination, it was noted that there was noise on the right ventricular (rv) lead. The physician capped and replaced the rv lead along with the device on (B)(6) 2021. There were no adverse consequences to the patient.